Event description:
It was reported that the pt used a heating pad near the pump pocket site and then experienced "general confusion" and disorientation. She went to the ER. The health care providers in the ER thought that her symptoms may be related to a drug side effect or an overdose, but were not sure. The pt was on many oral medications. The medication being delivered via the device system was morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).